Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical united kingdom for evaluation. A review of the device logs shows multiple power pull shutdowns as well as a battery communication fault. However, it is unable to be determined if the power pull is related to a low battery shut down, or if it was pulled by the end user. The device was put through extensive testing including power cycling, hw shut down tests, and general defib functions while bench handling without duplicating the report. An internal inspection found no discrepancies. The device was recertified and returned to the customer. The battery used at the time of the report was not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.